Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00765, -00766, and 00768.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.